Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission had episodes of false cardiac pauses due to undersensing. Programming changes were recommended. There were no adverse consequences to the patient.